Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received button error alarms on the insulin pump, while trying to enter in a bolus for a meal. Customer's blood glucose was not known. The insulin pump may have been exposed to perspiration. The customer was advised to discontinue use and revert to a back-up plan. There was also stated to be a crack on the right hand corner of the insulin pump screen. Nothing further was reported.

Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.